Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 4 fr powerpicc solo catheter was returned for evaluation. The catheter was flushed with water and a leak was noted between the 18 and 19 cm depth markers. Microscopic observation revealed a circumferential split near the 18 cm depth marker. The split surface was observed to be rough and granular. Material whitening was visible along the split edges. The catheter was cut at the 18 cm depth marker to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) precautions state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported PICC redressed at patient's home and leaking onto the dressing noted following flush. Patient was reaccessed in facility and PICC removed following cxr. Fracture was noted at 18 cm. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0960 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported PICC redressed at patient's home and leaking onto the dressing noted following flush. Patient was reaccessed in facility and PICC removed following cxr. Fracture was noted at 18 cm. No other information was provided.